Event description:
After PICC line placement, the patient experienced swelling at day 7; although deep vein thrombosis was not experienced, thrombolysis was performed. No additional information was provided regarding patient outcome.

Manufacturer narrative:
Expiration date unk as lot is unk. (B)(4). Event is under investigation at this time.